Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger product ID 37751 lot# serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller had a damaged desktop charger (dtc) cord. An email was sent to repair to replace the desktop charger. The caller mentioned that the patient has had to have the dtc replaced every month since they moved to their current facility in may due to issues with the dtc cord. The caller added that the ins discharged twice because of issues with the dtc cords, which caused the patient to lose quality of life because it was "not fun" charging the ins and turning it back on. The caller also added that as the patient's parkinson's progresses, they require more assistance and recharging the ins becomes an uncomfortable process because they have to figure out ways to "jerry rig" the equipment to make it easier for the patient to charge the ins. Caller called back and reported that they have the cord taped and it is not making a difference. The caller noted that they are seeing the screen that indicates that the recharger is charging, but the battery level is not advancing. The caller noted that they have replaced the cord 3 different times in the past and so now they are thinking it is the recharger itself that is causing the issue. The caller noted that the recharger is "not holding the wire well". The caller noted that in the past they have had incidents where the ins battery goes dead and shuts off and it is painful for the patient.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.